Event description:
Servo-I was delivered with three batteries in 2003. When using only one battery, the screen displays about 50 minutes operation time. However each battery works only for five minutes. No patient was connected.